Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system revision due to (B)(6). This product was explanted and the patient was placed on antibiotic treatment. No additional adverse patient effects were reported. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.